Event description:
The consumer reported that the implantable neurostimulator (ins) was replaced due to the position it was in their back. The ins was too high. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Additional review indicates that code does not apply to this event and code does apply to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.